Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a ureteroscopy procedure preformed on (B)(6) 2011. (Patient weight is unknown). According the complainant, the tip of the guidewire detached inside the patient. The guidwire was removed from the patient without the tip. Patient was hospitalized and under observation as physician expected the tip to "go out by itself". The patient is reported to being in "stable" condition. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information was received on (B)(6), 2011 confirming the tip of the device is no longer in the patient and the patient is no longer hospitalized. The patient was admitted to the hospital on (B)(6), 2011 and discharged on (B)(6), 2011. The tip of the device was expelled from the patient by means of 'spontaneous expulsion'. Surgical intervention was not required. The patient's condition is reported to be "excellent". Analysis of the returned sensor guidewire revealed that the coating of the guidewire had peeled off in several sections. The end of the device did not have a perfect straight cut, it is an irregular cut. The device appears to have been pulled or pushed with excessive force. Therefore, the most probable root cause for this event is determined to be operational context.

Manufacturer narrative:
(B)(4) - the reported event of device tip missing. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a ureteroscopy procedure preformed on (B)(6), 2011. (Patient weight is unknown). According the complainant, the tip of the guidewire detached inside the patient. The guidwire was removed from the patient without the tip. Patient was hospitalized and under observation as physician expected the tip to "go out by itself". The patient is reported to being in "stable" condition. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.